Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio xt for 8 of the 14-day prescribed wear period. The patient had no history of reactions to medical adhesive; however, the patient did have rare eczema and sensitive skin. The zio xt device was not returned. The exact cause of the reported event cannot be determined. However, the patient¿s preexisting conditions could not be ruled out as a contributory factor. The zio xt clinical reference manual ¿ ukca provides a warning that states, ¿ prior to monitor application, examine the skin area of the patient for certain skin conditions (such as dermatitis, eczema, rashes/hives), acute/chronic cutaneous infections or irritation. If skin irritation such as severe redness." This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form fda3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
It was reported that a patient with rare eczema developed a skin infection under the zio xt device. As a result, the device was removed, and the patient was prescribed an antibiotic cream. Irhythm made several attempts to follow up with the account to obtain additional information but with no result. No further information was provided

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.